Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The reported event could not be confirmed after a catheter removal test was conducted. No root cause can be determined at this time. This issue will be monitored by the manufacturing site for any increase in occurrence. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the suspect device connector was closed and unable to securely connect because the filters' collar was loose. No patient injury was reported.